Manufacturer narrative:
There was no medication/intervention associated with the incident. User error was involved because the laser treatment was not performed per the clinical reference guide. The operator did not perform test spots prior to the laser procedure. Per the device's clinical reference guide, "treatment energies for each patient will vary according to patient skin type, location, density, and color of hair. Test spots using a variety of energies and pulse durations are recommended. These ensure that the energy delivered to the patient is within safe parameters". Device was not evaluated as the root cause of this event was due to the error in treatment. Since the patient had scarring, this event is reportable.

Event description:
Patient had blister/scarring on the face following a laser procedure.